Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: separation of inner hypotube/outer hypotube. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during the procedure, the absolute pro stent deployed successfully in the occlusive right superficial femoral artery. Upon removal of the stent system, there was no resistance felt; however, the inner hypotube separated from the outer hypotube. The outer hypotube remained intact and was removed successfully. The separated inner hypotube was partially inside and partially outside of the patient anatomy. Holding the barewire steady, the detached portion of the inner hypotube was pulled out of the body by hand and was totally removed without intervention. The barewire and filter remained in place. A second 6 x 60 absolute pro was successfully implanted in the lesion over the same barewire. There was no adverse patient effect. Though requested, no additional information was provided.